Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and appears to be related to the use of the device. One 4 fr sl groshong nxt catheter was returned for investigation. The two-piece connector was assembled with the catheter. The catheter was returned in two segments with the complete break located 1.15 cm from the proximal end of the catheter. Microscopic observation of the break location revealed the catheter tubing to be narrowed likely due to material necking caused by tensile forces. The break surface was observed to be granular and uneven. Tactile evaluation near the break site revealed tensile weakness in the catheter. The characteristics of break location suggest the catheter was likely exposed to excessive tensile forces leading to break in the device. The event description indicates the catheter may have been removed by the patient during use. The product instructions for use (IFU) states, "to minimize the risk of catheter breakage and embolization, the suture wing and / or adapter must be secured in place." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient broke and removed the catheter by himself. When a staff at the hospital found the issue, the distal catheter segment was found on the floor and the proximal catheter segment with the catheter connector (extension tube) was found on the bed. The catheter had been inserted via the internal jugular vein in catheterization because the catheter could not be inserted from the arm. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient broke and removed the catheter by himself. When a staff at the hospital found the issue, the distal catheter segment was found on the floor and the proximal catheter segment with the catheter connector (extension tube) was found on the bed. The catheter had been inserted via the internal jugular vein in catheterization because the catheter could not be inserted from the arm. There was no reported patient injury.